Event description:
Found during routine testing. The customer called and reported that the device is not charging the battery. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and verified that it would not charge the battery. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated ther replaced power supply in the failure analysis center but could not reproduce the reported problem and was able to charge batteries with it. Root cause for the reported problem could not be determined.